Manufacturer narrative:
The freedom driver power adaptor will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported the power adapter was burnt in a small section and also burnt the housing of the attached freedom driver. Patient switched to backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom power adaptor s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found a hole burned on a coupling wall of the power adaptor and it appears to have melted from the inside out. The heat from the adaptor produced a concave burning mark on the side of the front driver housing. Visual inspection of internal components found that the burn went through the housing and is visible internally, appearing as a blister. Freedom driver could not be tested with the returned power adaptor, as the burn damage disallowed the functionality of the device. A known functional power adaptor was installed on the driver and it passed all areas of functional testing without issue. Failure investigation for this complaint confirmed the reported issue during visual inspection. The customer complaint was not replicated due to the damaged power adaptor; the root cause of the reported burned power adaptor and associated burn to the driver housing was unable to be determined. Further investigation found a melted decoupling capacitor on the power adaptor pcb, however, the cause of the overheating could not be conclusively identified. Failure investigation determined the damage sustained to the front housing did not affect the functionality of the driver and was cosmetic only. This is an isolated incident that was likely an anomaly with this specific power adaptor. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported the power adapter was burnt in a small section and also burnt the housing of the attached freedom driver. Patient switched to backup driver.